Manufacturer narrative:
(B)(4). The mmsi final tightener ¿ x25 driver [product code: 2797-12-600] was not returned to the complaints handling unit (chu) for evaluation. A review of the DHR could not be performed on as no lot numbers were provided. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
End of torque driver stripped and no longer holds set screw when torquing